Event description:
It was reported that the valve could not be reprogrammed and it had to be done under fluoroscopy. Radiopaque marking on valve not visible on xray or fluoroscopy. Event did not occur during surgery and did not delay surgery over 30 minutes. Device not being returned, remains in patient. Patient "stable" after event. (B)(6) 2015 the implant date was 2007. The date of the pics was (B)(6) 2015. The radiologist refused to read the image as there was not an indication marker. There was no additional action taken with the patient.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.